Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/05/2013 with the following findings: during investigation, the display screen was found to be discolored/faded. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked and the battery cap threads were stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a discolored/faded display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.